Event description:
The report states, "problems with shuttling of the helium was noticed immediately (balloon waveform) and troubleshooting was done for 30 minutes. Patient did not have an tortuous aorta nor was the patient obese. Initially the balloon did not unfurl completely and was expanded with a syringe in the usual manner. No kink was seen in the line when examined under fluoroscopy. The problem was sorted with readjustment of the catheter and sheath. On (B)(6) 2023 during a routine check it was noticed that the gas was not shuttling back (slow deflation) correctly and the catheter waveform was abnormal. At this point the console started alarming. We immediately removed the catheter from the patient. Errors seen were: gas loss alarm and gas gain alarm". No patient harm or injury. The patient status is reported as "stable". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4), the reported complaint that the "gas was not shuttling back (slow deflation)" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
The report states, "problems with shuttling of the helium was noticed immediately (balloon waveform) and troubleshooting was done for 30 minutes. Patient did not have a tortuous aorta nor was the patient obese. Initially the balloon did not unfurl completely and was expanded with a syringe in the usual manner. No kink was seen in the line when examined under fluoroscopy. The problem was sorted with readjustment of the catheter and sheath. On (B)(6), 2023 during a routine check it was noticed that the gas was not shuttling back (slow deflation) correctly and the catheter waveform was abnormal. At this point the console started alarming. We immediately removed the catheter from the patient. Errors seen were: gas loss alarm and gas gain alarm". No patient harm or injury. The patient status is reported as "stable". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.